Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: d8, g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the evaluation results, the cause of the intermittent image malfunction is due the failure of the printed circuit board attributed to aging failure as it has been more than seven years since the manufacturing of the device. Additionally the connector damage was likely attributed to user handling. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not touch the electrical contacts inside the video system center's connectors. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found the image was unstable due to a damaged circuit (pcb) board at the dvi out. Additionally, the video connector locking mechanism was worn/damaged. There are minor cosmetic dents and scratches on the external housing of the unit. The pcb board and video connector were repaired and returned to asset stock. A review of the repair history shows the unit was last serviced via repair on (B)(6) 2021 due the video connector component working intermittently. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of an asset return, the evis exera iii video system center was found to have an intermittent image problem due to a faulty circuit board at the digital video interface (dvi) output. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported.